Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that during surgery the handpiece worked constantly after attaching the eps and the triggers cannot be controlled. The patient was not affected. The surgery was completed with another device.